Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that the one touch ultramini meter was displaying an unk error message. The complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the issue began on an unspecified date and time in (B) (6) 2009. The pt indicated she does not manage her diabetes with oral medication or insulin. After the alleged issue occurred, the pt indicated she continued with her usual diabetes routine. On an unspecified date and time in (B) (6) 2009, the pt stated, she experienced symptoms of shaking, hurt eyes, and sleeping heavily. The pt denied receiving any treatment after the reported issue began. Replacement product were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.